Manufacturer narrative:
The product was not returned for analysis. As the lot number was not provided, the lot history and manufacturing records review could not be performed. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While advancing the filter through the delivery sheath, it became stuck and could not advance any further. It was reported that one or more of the filter barbs had perforated the deployment sheath halting advancement of the filter.